Event description:
End caps on extension sets are hard to remove. In some cases a forceps is required to remove the end cap. End caps on other admin sets by MFR remove without this problem. It seems that the end caps on these extension sets are of a different design then the other sets. This set can present major problems during emergency situations. Rptr has been informed that this has been an ongoing problem for the past year. So this cannot be a lot number problem but a design prblem.